Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels into the 400's (mg/dl) and was in diabetic ketoacidosis. Tandem technical support (cts) performed a review of the pump history and discovered an auto-off alarm occurred the night prior, followed by a valid resume-pump alarm. It was reported that the customer had taken off the pump in the morning after experiencing elevated bgs. The customer went to the emergency room (ER) and was treated with fluids and an insulin shot. The customer's bg level was 355 mg/dl upon arrival with large ketones. Reportedly, the customer was still feeling ill upon leaving the ER 6 hours later, but their ketones were being flushed with fluids and their bg level was 125 mg/dl. Cts educated the customer regarding the pump settings.